Event description:
Contact lasers scalpel (lot #35292f300a-12) set @ 8 watts and fired inside nose on nasal polyps. A blue-green light was visible at the tip when the laser was fired. Physician had fired the laser several times at which time the fiber failed. Patient sustained a 6x4mm second degree burn on the right nasal sill. Inspection of the fiber showed that the metal sheath had been blackened from the bend distal for 7mm. The degree of charring was worse on the concave (underside) halfdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.